Manufacturer narrative:
On (B)(6) 2018, the recipient reportedly underwent surgery. The recipient's reactivation went well.

Event description:
The recipient is reportedly experiencing device migration. The recipient was recommended device use for brief periods of time. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2018, the recipient underwent repositioning surgery. The recipient is reportedly doing well. This is the final report.